Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the top buttons of the arrow keys of the insulin pump was bad. The customer¿s blood glucose level was unknown. The customer also stated that buttons took a long time to increase the bolus amount. The insulin pump will not be returned for analysis.